Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, user informed the technical support engineer (tse) that the erbe neutral pad was not getting connected during the procedure. The user attempted using another new neutral pad, but the issue persisted. They managed to establish a neutral pad connection using an external cautery of a different generator. Error logs indicated an m-02 error at the time of the issue, which signifies a module timeout. The user continued with the surgery as planned, using external cautery for monopolar instruments and erbe cautery for bipolar instruments. No known impact or patient consequence was reported. A procedure delay was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported problem was confirmed through system logs, which showed error m-02 occurred on 14-jul-2025. Upon visual inspection, the unit¿s fuse box was found to be damaged; otherwise, the unit appeared to be in good condition. The erbe was tested using the system, and upon booting, error m-02-7 appeared, and the ground pad was not recognized. The erbe will be sent to the OEM for further investigation. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.